Manufacturer narrative:
No damaged reservoir retainer noted during testing. The p-cap able to lock in place. Device passed displacement test. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the ring was damaged and was unable to lock in place. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.